Event description:
It is reported that the patient was revised due to the non-union and nail breaking at the proximal section just below the recon screws.

Manufacturer narrative:
This report will be amended when our investigation is complete.